Event description:
It was reported that the tech rep received call from rep on case, and was advised of a tibial baseplate punch that broke during primary total knee surgery .

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a dowel pin disassociating from a size 1-3 keel punch was reported. The event was confirmed. Visual evaluation showed the dowel pin had disassociated from the keel punch body, and materials analysis concluded that there was no evidence of a press fit on the inner diameter of the punch body through holes. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. The investigation concluded that the dowel pin coming out of the keel punch body was caused by a manufacturing nonconformance. Based upon the conclusions of the visual analysis, it was concluded that the supplier had oversized the keel punch body hole and not fulfilled the press fit operation which led to the dowel pin coming out of the assembly.

Event description:
It was reported that the tech rep received call from rep on case, and was advised of a tibial baseplate punch that broke during primary total knee surgery .